Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 6051-0730a, lot# 38813105, description: secur-fit ha hip stem #7. Cat# 2041-2850, lot# 41068101, description: omnifit ser. Ii insert-10 deg. Cat# 06-2600, lot# 44390201, description: c-taper cocr lfit head 26mm/0. It cannot be determined which, if any, of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that, "pt hip was infected. The surgeon explanted the components and put in tobra cement spacers."